Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that during a autogenic stem cell transplant, a spectrum pump delivered at a lower volume than programmed (under infusion). When the device finished, there was 13.4ml of additional volume left in the bag despite the pump saying that 58ml had been infused (delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.